Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25120010, 25120177 and 25120266 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was opened and connected to power supply. Device activated on its own and became very hot. This happened before it was used on the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
01/05/2016 04:12 pm (gmt-5:00) added by (B)(4)): (B)(4). 01/05/2016 03:49 pm (gmt-5:00) added by (B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was opened and connected to power supply. Device activated on its own and became very hot. This happened before it was used on the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.